Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "the customer found a 20g infusion cannula inside a 23g pak" (device misassembled during manufacturing or shipping). The customer reported they found a 20g infusion cannula inside a 23g pak. No patient impact was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary when additional reportable information becomes available. (B)(4).